Event description:
(B)(6) female with aicd-sjm with riata leads, and now with a breach in the insulation requiring a generator change and new battery; the aicd was placed in 2006 after an episode of vf arrest and arctic sun protocol. She has had a recent echo (B)(6) 2013 which demonstrated normal lv function and pap, and notable for trivial pericardial effusion, and mitral aortic valve sclerosis without stenosis. A stress echo in 2011 was normal and unchanged since 2009. Dates of use: (B)(6) 2006 - (B)(6) 2013.